Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The full name of the event site is (B)(6). A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported "autofill failure alarms" issue. To fix the issue, the fse replaced the luer fitting, verified unit calibration, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.